Event description:
On 01/02/2024, it was reported by an arthrex subsidiary employee via email that an ar-1938ps suture anchor was broken during insertion. The case was completed using another ar-1938ps with unknown lot numbers.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed on the returned ar-1938ps due to the damage to the anchor of the device. Visual inspection noted that the suture anchor and suture were returned disassembled from the shaft of the device. It was noted that the anchor was broken into multiple pieces. The most likely cause is attributed to misuse due to prying/leveraging the device during use.